Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, the resolution clip was advanced down the scope and positioned within the colon to treat a bleed. However, when the clip was opened, it was noticed that the clip jaws did not open fully; the clip could not grasp tissue. The clip was retracted into the sheath and the entire device was removed from the patient. A second resolution clip of the same type was used to complete the procedure successfully. There was no significant delay in the procedure. The scope was not in a retroflex position. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Upon investigation, it was noticed that the clip assembly had been half deployed (clips locked) and separated from the bushing. There was a kink found in the coil/wire at the handle. The yoke was still on the control wire, and when the control wire was actuated, the yoke deployed as designed. As evident by the kink in the control wire, the end-user may have exceeded the design limits of the device during use. This investigation will be assigned the most probable root cause classification of operational context. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, the resolution clip was advanced down the scope and positioned within the colon to treat a bleed. However, when the clip was opened, it was noticed that the clip jaws did not open fully; the clip could not grasp tissue. The clip was retracted into the sheath and the entire device was removed from the patient. A second resolution clip of the same type was used to complete the procedure successfully. There was no significant delay in the procedure. The scope was not in a retroflex position. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.